Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device temperature kept dropping and alarming after working okay for a while and states that possibly due to temperature cable. The customer was asked to note the second temperature probe in comparison.

Event description:
It was reported that the arctic sun device temperature kept dropping and alarming after working okay for a while and states that possibly due to temperature cable. The customer was asked to note the second temperature probe in comparison.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a defective temperature cable. The customer was asked to use a second temperature probe in comparison. Per additional information received, the facility was sent a replacement temperature cable. After the replacement, the issue was resolved. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿a patient temperature probe connected to the control module provides patient temperature feedback to an internal control algorithm which automatically increases or decreases the circulating water temperature to achieve a pre-set patient target temperature determined by the clinician. The arctic sun® temperature management system pulls temperature controlled water ranging between 4°c and 42°c (39.2°f and 107.6°f) through the arcticgel¿ pads at approximately 0.7 liter per minute per pad. This results in heat exchange between the water and the patient. The arctic sun® temperature management system control module is a class I mobile device (type bf, ipx0 and mode of operation ¿ continuous) per classification scheme of iec 60601-1. The arctic sun® temperature management system control module meets both the electromagnetic interference and susceptibility requirements of iec 60601-1, and is compatible with other equipment that also conforms to that standard. There is no known failure mode in the arctic sun® temperature management system control module associated with electromagnetic interference from other devices. See the arctic sun® temperature management system service manual for the full declaration regarding electromagnetic compatibility."